Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on-going intermittent high blood glucose (bg) levels of "high" on the glucose monitor from 07/04/2022 to 08/13/2022; although specific value was not provided. Bg cause was not known. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. The customer changed multiple infusion sets and cartridges to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.